Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: bwi concomitant products include a smartablate pump (us catalog # unknown, serial # unknown) and a carto (us catalog # unknown, serial # unknown). Non-bwi concomitant products include a sheath (brand-unspecified). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for wolff-parkinson-white (wpw) syndrome/atrioventricular reentrant tachycardia (avrt) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a vessel perforation (requiring surgical intervention) and death. During retrograde aortic access, while manipulating the thermocool® smart touch® sf uni-directional navigation catheter from the aortic arch into the left ventricle, difficulties were encountered while attempting to prolapse the catheter through the aortic valve. Although left ventricular access was successful, the catheter did not remain in stable position, as it slipped back into the ascending aorta. During the 3rd or 4th attempt to position the catheter in the left ventricle, the patient became significantly hypotensive. Coronary artery perforation was detected via echocardiography and confirmed via angiography performed by the interventional cardiologist. Patient was reported to be in stable condition as they were transferred to the operating room for surgical repair of the left anterior descending (lad) coronary artery. Postoperatively, the patient was stabilized and transferred to the intensive care unit, where she expired overnight. Patient factors cited that may have contributed to the adverse event include the patient¿s anatomy, specifically, a narrow aortic arch that made it difficult to prolapse the catheter through the aortic valve. Physician¿s opinion regarding the cause of the adverse event is that it was secondary to catheter manipulation. Physician¿s opinion regarding the cause of death is that it was secondary to complications of the lad coronary artery perforation and surgical repair. There were no issues or errors reported on any bwi products or equipment during the procedure. No transseptal puncture was performed, as access was obtained via retrograde aorta. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding the spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure.